Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.0 diopter, in the patients left eye (os), back in 2003/2004. The patient was experiencing refractive change over time and the surgeon was planning to explant and exchange the lens. But the surgeon changed his mind and decided to monitor the patient. The lens remains implanted.